Event description:
It was reported that the physician implanted a helex septal occluder in 2008 to close an asd (atrial septal defect). At approximately 6 weeks later, the device was surgically removed for impinging on the mitral valve. A residual leak, frame fracture on the left atrial disc and a punctured mitral valve leaflet were also noted. The mitral valve leaflet was repaired with a single stitch and the defect was surgically closed. The explanted device and images will be returned for examination. The patient was doing well following the procedure.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.